Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. No button error alarm could be verified due to the blank display. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that she went swimming while wearing the insulin pump and that it alarmed for a button error. The customer did not recall the blood glucose reading. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.